Event description:
Customer reportedly obtained results of 407 mg/dl and 419 mg/dl on the voicemate/advantage system while a professional device read 69 mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.